Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200-450 mg/dl and insulin injections were administered to address the bg level. At times, the customer required assistance with the insulin injection due to being sick from the high bg. After the alarms, at times the customer did not see insulin drip from either the infusion set tubing or the cartridge. As the events had occurred in the past and the pump supplies were changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer had recently reverted to using an alternate method for insulin therapy.